Event description:
Boston scientific graft sling mid urethral suprapubic fem lynx model #m0068503000. Lot number 24273978. Severe vaginal and pelvic pain. Foreign body response. Autoimmune reaction. Fevers, night sweat, weight loss, cognitive issues, tremor, fatigue joint pain. FDA safety report ID # (B)(4).

Event description:
Boston scientific graft sling mid urethral suprapubic fem lynx model #m0068503000. Lot number 24273978. Severe vaginal and pelvic pain. Foreign body response. Autoimmune reaction. Fevers, night sweat, weight loss, cognitive issues, tremor, fatigue joint pain. FDA safety report ID # (B)(4).